Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= phone: (B)(6). Postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified angioplasty procedure, an advance 35 lp low profile balloon catheter's balloon leaked. The balloon was advanced along the wire guide into the left femoral/popliteal arteries to treat lesions within the distal superficial femoral artery as well as below the knee. A 70% occluded lesion was reported in "section p2". The balloon was unable to be inflated with an unspecified pressure pump, so the physician applied more pressure, at which point contrast leaked from the balloon. Blood was not noted within the inflation device; however, a video provided by the customer shows contrast leaking distally from the balloon. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unspecified angioplasty procedure, an advance 35 lp low profile balloon catheter's balloon leaked. The balloon was advanced along the wire guide into the left femoral/popliteal arteries to treat lesions within the distal superficial femoral artery as well as below the knee. A 70% occluded lesion was reported in "section p2". The balloon was unable to be inflated with an unspecified pressure pump, so the physician applied more pressure, at which point contrast leaked from the balloon. Blood was not noted within the inflation device; however, a video provided by the customer shows contrast leaking distally from the balloon. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The used complaint device was returned to cook for investigation. A leak was noted near the distal end of the balloon. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿in heavily scarred access sites, use of an introducer sheath is recommended.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the lesion was reportedly 70% occluded. Although it is possible that the anatomy was also calcified, this was not reported by the customer. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.